Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Was informed that the unit had turned off with a patient on it and no injury to the patient. They charged the batteries over night and ran the instrument success fully on battery only. Both internal and external batteries worked properly. Checked unit operation. Performed uvt and ovp. Unit working to specification.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator screen went blank and started alarming. At this time, there is no information about patient involvement on the reported event.